Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited abnormal pacing impedances. This pacemaker was explanted, the rv lead was surgically abandoned, and a new system was implanted. No additional adverse patient effects were reported.